Event description:
Coiling treatment was conducted of an aneurysm. The coil did not appear to fit appropriately in the aneurysm. Upon withdrawal, resistance was encountered and the coil detached within the microcatheter. The coil and microcatheter were removed successfully. The pt was reported to be fine. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The delivery pusher and coil were returned for eval and confirmed the implant coil was stretched and detached. The eval shows excessive force was used which likely led to the coil becoming detached. (B)(4).